Event description:
It was reported that the device was explanted after an implant duration of 1 month. The reason for explant is unknown. No other details forthcoming.

Manufacturer narrative:
Device not returned.